Manufacturer narrative:
An investigation has been completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a grip cable dislodged at the proximal end. Dislodged grip cable on the back end can cause that cable on the distal end to become loose. The complaint regarding would not clip was confirmed by fa, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the large hem-o-lok clip applier instrument would not clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.